Manufacturer narrative:
The reported event of telemetry lockout and incorrect measurements were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Analysis of the device image indicates rf telemetry usage was low. Further analysis performed did not reveal any anomalies as the device was able to be interrogated successfully through both rf and inductive telemetry. Additionally, the device was tested with various loads and the pacemaker was able to detect and measure the lead impedance within normal range. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During a clinic follow-up, the device was observed to be in rf telemetry lockout. Additionally, diagnostic tests of the device were unable to be performed. Following the patient's in clinic visit, it was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on (B)(6) 2022, which applies to a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.